Event description:
Information received indicates the brake is faulty due to a broken brake detent housing.

Manufacturer narrative:
The technician replaced the brake detent assembly to repair the bed.